Manufacturer narrative:
Investigation summary: three open 32g x 4mm pen needle samples and three photos were returned from an unknown lot no., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on two samples and a bent non patient end of cannula was observed on the remaining sample. Due to the condition of the returned samples no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this report is about needle clog. The patient complained that the needle was attached to the syringe, but no drug solution came out. About 2 needles were replaced and used. The same case occurred on july 12 with another patient." Via bdj investigation team: "3 defect samples were returned. Bdj found 2 np needle bent and 1 np needle broken."

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle was broken. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this report is about needle clog. The patient complained that the needle was attached to the syringe, but no drug solution came out. About 2 needles were replaced and used. The same case occurred on july 12 with another patient." Via bdj investigation team: "3 defect samples were returned. Bdj found 2 np needle bent and 1 np needle broken."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.